Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient wants a manufacture representative (rep) at their appointment on (B)(6) 2019 because the device does not seem to be putting out like it did before their unrelated surgery on (B)(6) 2019. During the unrelated surgery, the leads were moved out of the way but the doctor put them back in the same spot. The rep was at the surgery as well. The patient did not turn the stimulator on for 2, 3, or 4 weeks after the surgery. The stimulation is now on but it does not feel like it is on. The patient shot the voltage way up and they could feel it then but then they cannot feel the stimulation again. The patient also put new batteries in their patient programmer. The patient noted that the stimulator has helped out. They do not feel the pain in their bones and knees anymore and their legs feel numb because they do not have the pain. They do not feel their legs unless they move or pinch them. Patient services provided the phone number to have a rep paged for the appointment. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. No causes were determined for how the surgery may have impacted their stimulation. To resolve the issue, the patient was mis-programmed. No further complications were reported/are anticipated.